Manufacturer narrative:
To date, information suggests that this medical device was recently explanted, but has not yet been returned to boston scientific. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, displayed a charge time of 20.2 seconds at a monitoring voltage of 2.58 volts per boston scientific post market quality assurance laboratory analysis. The device had not yet declared elective replacement indicator (eri).